Event description:
A report received from (B)(6) stated an 840 ventilator experienced a device alert and subsequent loss of graphical user interface (gui) communications. There was no report of patient involvement at the time the event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) central processing unit (cpu) and software to resolve the malfunction. The device passed all test according to manufacturer specifications. Covidien ref: (B)(4).